Manufacturer narrative:
The product remains inplanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male pt rec'd two cypher stents. Approximately five months later, the pt had thrombosis in the implanted stents and suffered a heart attack. He had been taking aspirin and plavix at the time. The pt was treated with a non-cordis stent.